Event description:
Note: the date of the event is unk. It was reported to boston scientific corp that a flexima biliary stent system was used for an extrahepatic biliary drainage (ebd) in the hepatic portal region on pt. The stent was advanced over the guidewire and into the scope. While advancing the device through the scope, the stent prematurely deployed at the distal end of the scope. The physician was able to retrieve the stent with a snare. The procedure was completed with another flexima biliary stent system, with no reported pt complications. The pt was reported to be in fine condition at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.